Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight information and was unsuccessful.

Event description:
It was reported that during an elective ipg replacement surgery, it was discovered that the extensions were twisted and the ipg was flipped several times. Ipg was explained and replaced. Issue was resolved.